Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent loss of capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.